Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for the device was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data were thoroughly analyzed. In particular the returned ram dump and the follow-up data were analyzed and revealed the eos battery status. During the analysis of the available iegms noise was observed in the right ventricular channel as well as partially in the far field channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. The analysis data showed that an amount of 90 charging cycles were performed by the device within an hour and a half on (B)(6) 2021. As a result of that fast successive charging the eos battery status had occurred afterwards. For further insights regarding the clinical observation, the device return would be essential. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The activation of the eos status resulted after fast successive charging due to noise in the right ventricular channel. Based on the available data, there is no indication of an ICD malfunction. Should the device itself become available, the investigation will be updated.

Event description:
Device eos on interrogation with at least 60 shocks counted from recordings list. Noise on rv lead observed on interrogation and available recordings. Device remains implanted. Should additional information become available, this file will be updated.